Event description:
It was reported that the device was attempted not used because the lead could not be screwed into the implantable pulse generator (ipg). The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the setscrew would not function appropriately. The device was not used, and another device was implant ed. No patient complications have been reported as a result of this event.